Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl and remained within a normal range. Technical support provided instructions on resetting the pump, which successfully resolved the malfunction, allowing the customer to continue using the pump without further issue.